Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the procedure. The piece inside of the hand piece which holds the instrument is broken. There was no patient harm or injury reported. Medical intervention was not required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a device. A visual inspection was performed on the exterior of product and no damage was found. Complaint of missing parts for blade installation was confirmed. The seal retainer, drive ring, and cage retainer are missing from inside of mdu. Test blade will not lock into place. No damage on the components was noted during evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.